Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced mild de-novo difficulty emptying bladder, "patient failed to void prior to discharge and was sent home with a catheter". The event was considered recovered/resolved on (B)(6) 2015. At the time of the catheter removal, a small amount of blood was seen in the patient's urine bag and urinalysis was performed which was positive for a moderate in severity urinary tract infection. The patient was prescribed antibiotics on (B)(6) 2015 and the status of the event is considered "recovering/resolving (ae is improving)" as of (B)(6) 2015.

Event description:
Additional information received stating that the urinary tract infection event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.